Manufacturer narrative:
(B)(4). Information asked for but unknown or not provided during initial contact. Information anticipated, but unavailable at this time. When additional information is received and/or the device analysis has been completed, a supplemental medwatch will be sent.

Event description:
It was reported that during a laparoscopic cholecystectomy procedure, when applying a clip to the tissue, it crossed/scissored. Upon firing additional clips, they were tear dropped shaped and could be easily pulled off of the tissue. It is unknown how many total clips were fired, but some were formed correctly. The surgeon did pre-load the clips in the jaws prior to firing. No cholangiogram was performed. The case is ongoing and being completed with another device of the same product code. There were no patient consequences reported.